Manufacturer narrative:
Interrogation of the device revealed the device had been programmed to deliver 6.0 mcg/ml of prialt at 0.4003 mcg/day. The device was returned to the manufacturer for disposal only, as there was no allegation against the device. The device was returned without a request for analysis. Therefore, an analysis report is not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. The infusion system was removed on (B)(6) 2019 due to a small infection in the device pocket. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. The device was returned to the manufacturer for disposal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.